Manufacturer narrative:
Phone number: (B)(6). The device was received for evaluation. The visual inspection by naked eye of the product showed the product was wet. A leak test of the dialysate side was performed, and a leak was observed from a crack in the welding zone. The reported condition was verified. The cause of the crack could not be identified. A nonconformance has been opened to address this issue. A batch review was conducted, and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after starting treatment with a polyflux 140h, an external dialysate leak was observed from the header of the dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.